Event description:
A diabetes nurse contacted a bayer sales representative regarding a customer in the netherlands. The customer tested his/her blood glucose using a contour meter and received a reading of 19 mmol/l. The customer took extra insulin based on the high readings, became hypoglycemic and had to be taken to the hospital by ambulance. No other information was provided about the event. No product will be returned as the customer used up the test strips that gave the high reading. The diabetes nurse gave the customer a new contour meter.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.